Event description:
Pt revised to address loose glenoid component, osteolysis and polyethylene wear noted.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. Provided info states the pt was converted to a hemi. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.